Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they have had the ins for over a year, noting the ins "worked great". Pt stated that they had an issue w/ the battery awhile back (pss understood that the pt was referring to (B)(4)). Pt reported that lately they have been feeling a shock when they have the ins on. Pt stated when the ins is on, they will suddenly get shocked. Pt stated the shocking issue has been occurring more and more, and the pt feels the shock on the same side where the ins is located. Pt stated they have tried turning the ins off, then turning the ins back on, but will not be able to resolve the issue. Pss asked for an event date, and the pt stated the issue started like about 2 weeks ago (month/year valid) and has gotten more intense. Reviewed expectations w/ the therapy and stimulation. Pt confirmed the shocking does not occur when they are charging, and the shocking goes away while the ins is turned off. Pt unlocked the controller, confirmed the ins was off, group a was active, and programs 1-4 were available to adjust. Pss walked the pt through turning program 1 down from 1.0ma - 0.0ma, and programs 2-4 down from 0.7ma to 0.0ma. Pss walked the pt through turning the ins on. Pt co nfirmed that they should feel stimulation in their lower back and legs, and reported while the ins has been off due to the shocking issue, they can feel pain in their legs and lower back. Pt adjusted stimulation for program 1 to 0.8ma (pt felt stim in their left side), program 2 to 0.7ma (pt felt stim in their left side), program 3 to 0.6ma (pt initially stated stim was comfortable, but then reported the stim was painful and they felt shocking in their left side and decreased stim), and program 4 to1.5ma. Pt initially stated stim was comfortable, but later on in the call had to bring stim down to 0.8ma for program 4 and adjusted the programs down even further. Pt moved and adjusted stim further. Pt confirmed they haven't had any falls or traumas and have always been on group a, but never previously felt the shocking until this issue started. Pt stated that they feel shocking a little higher than the incision scar. Pt mentioned during the call seeing looking for a device [15] but was able to resolve that on the call. Redirect to hcp to address issues reported in the call today. Pss is also forwarding a message to the field for visibility regarding the situation. Redirected caller: patient's hcp